Manufacturer narrative:
Investigation summary: based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. Recapping the needle is off label use.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field.h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: material # 309623 batch # 5038159. Complaint via email. Takeda awareness date: 09 feb 2026. Product: gattex 5 mg patient kit, 30-count takeda lot: av25206ba (exp. 31 january 2027). Component: bd dosing syringe description: syringe 1 ml, sterile, with needle 27g x 1/2" rb bd product no.: 309623 bd lot: 5038159. Complaint description caregiver reported to the field nurse, "the plastic dosing syringe needle keeps coming off, it happens from time to time, sometimes they have a good batch and sometimes they have a bad batch of syringes." Country of origin: united states per pv, no ae identified. Additional information provided: the entire hub and needle assembly disconnects from the tip of the syringe.